Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported healthcare facility is: (B)(6) hospital. (B)(6). Problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colorectum during a colonoscopy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the disposable device could not be closed completely when closing, resulting in difficulty to remove the polyps. No visible problems were noted with the handle. The snare was able to retract after it was removed from the scope/patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.